Event description:
It was reported that the customer had another episode of low blood glucose and the paramedics were called. The customer's blood glucose reading was 22mg/dl. It was stated that the customer had a previous episode of low blood glucose. Troubleshooting was declined as customer's insulin pump was turning off and on. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.